Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No add'l info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that: "it was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt received a trident acetabular hip system. It was further alleged that, the pt is experiencing pain and discomfort and has suffered six dislocations and has undergone four revision surgeries."